Event description:
It was reported that, "surgeon was attempting to remove broach from femoral canal and as he struck it with a mallet, the handle failed. No pieces fell into patient."

Manufacturer narrative:
The results of the investigation performed indicate that the weld connecting the upper body, and the lower body of the device fractured from an overload condition. If additional information becomes available, a supplemental report will be issued.